Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4) implanted: (B)(6) 2012, product type: implantable neurostimulator. Refer to regulatory report #3004209178-2019-01008. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had 2 devices for her hands. The patient reported that she was starting to get a whole lot more stimulation in one than the other. The patient reported that the right side there is less stimulation and she had pain in her right side. The patient reported that when she increased her stimulation it made her left shoulder jump. The patient reported that if she turned stimulation down to make shoulder stop jumping then her pain comes back. The patient communicated with the ins and the patient programmer showed that stimulation was on. Group a program 1 at 1.00 volts and program 2 at 1.1 volts. The patient didn¿t know she had program 2 and she was only increasing program 1. The patient was showed how to increase program 2 and she was going to try that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had accidentally turned it off and when they turned it back on they noticed the stimulation was more in one hand then the other. The patient had talked with the manufacturer and the issue was not yet resolved.